Manufacturer narrative:
Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a knee arthroplasty approximately 7 years ago has been revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon further review of the complaint on june 6, 2018, it was verified that medwatch 0001822565-2017-01909-5 was reported in error. Product was, in fact, removed during the revision procedure and is reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this product was not removed during the revision procedure.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The reported components were reviewed for compatibility with no issues noted. Package insert suggests that pain is a known adverse effect of the tka procedure. However, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review of the complaint on may 15, 2017 it was discovered the date the manufacturer was made aware was incorrectly reported as february 22, 2017. The awareness date was february 21, 2017.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Package insert suggests that pain is a known adverse effect of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant: medical products: natural knee all poly patella size 0, catalog # 00542000800, lot # 61460905; natural knee congruent articular surface, catalog # 00542402113, lot # 60992959; natural knee stem tibial baseplase size 2, catalog # 630701220, lot # 61409187; disposable drill/pin set, catalog # 200100000, lot # 61435424. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00052, 0001822565 - 2018 - 00053, 0001822565-2018-00054.